Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: "the device associated with the reported event was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device associated with the reported event was not returned for evaluation. The root cause for this failure mode has been investigated as part of CAPA-(B)(4) and determined to be ""incorrect geometry and material selection for load application"". See the CAPA for more information related to the investigation. The risk associated with this failure mode has been assessed within a hhe (103077730) /qrb (103090640) which was initiated on (B)(6) 2014 and determined an occurrence score of ""l1"" for each potential harm identified (the product problem has never been known to result in the identified harm, and it is not reasonable to expect that it ever would).the complaint does not indicate any patient effect or surgical delay. This is consistent with the findings of the hhe and previous complaint investigations. The qrb (103090640) recommended field correction in the form of a communication to device users. Further corrective action has been identified and information can be found under CAPA-(B)(4). The investigation could not draw any conclusions about the current reported breakage without the device to examine. Complaint trends will be monitored by post market surveillance through sep-419." Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while putting instruments together I found an attune universal impactor handle that is broken. The red button has broken off. I do not know when damage occurred. No further information is available.